Manufacturer narrative:
H11. Correction- after investigation this is determined to be duplicate information, the initially reported implant date was incorrect. All new and additional information about this event will be reported under MFR 1038671-2023-00670.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had initial right knee replacement on (B)(6) 2016. They underwent right knee revision surgery on (B)(6) 2022, approximately 5 years 11 months post primary procedure. The patient claims to have suffered from pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.